Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (gender and age unknown), the device issued a "no shock advised" prompt for a heart rhythm they believe was shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Complainant indicated that this is the second occurrence reported; please reference medwatch number 122098-2014-03341 for the first occurrence on different patient.